Manufacturer narrative:
A partial lead with the connector pin measuring 21.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that inappropriate shock due to noise and high impedance were observed. No capture was also noted. Insulation anomaly, fracture, or clavicular crush suspected. The lead was capped and replaced.